Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during use. The care giver(cg) stated that the home patient (hp) disconnected at the beginning of her last drain, thinking that therapy was completed. When the hc started to alarm, the hp pressed stop and then reconnected, cycled power and got se 2367. The hp disconnected. The cg called baxter. The technical service representative (tsr) explained the alarm and stated that the supplies were compromised. The cg stated that they wanted the hp to drain manually. The tsr explained is was fine and advised to call the registered nurse(rn) soon. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed. The assignable cause was determined as use error- patient reported disconnecting from set during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.